Event description:
The patient had a medtronic lead that demonstrated intermittent impedance. An extraction of the lead was attempted. The lead buckled as laser was applied. The pt complained of chest discomfort, bp decreased followed by a drop in heart rate. Echo demonstrated no contraction with no pericardial effusion. No autopsy was performed, however, the physician does not feel that there was any fault with the laser contributing to the adverse event.